Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h1; h3; h4; h6. The reported event could not be confirmed. Visual examination of the provided pictures show a removed bearing and patella, both showing bone / bio debris. No other information can be obtained from the image. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 42512100510, articular surface medial congruent (mc), 64771296; unknown, tibial component, unknown lot; unknown, femoral component. Unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial tka. Subsequently, about 5 years later, the patient had a revision which primary goal was the reposition of the patella which was causing patellofemoral joint (pfjt) conflict. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. All available information has been provided.